Event description:
I used renu with moistureloc contact lens saline solution from 08/01/2005 through 04/01/2006. During that time I developed a cornea ulcer in my left eye which required medical treatment and a series of doctor visits & medications. My eye is constantly irritated & I continue to treat it . I cannot wear contact lenses as a result.